Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc was used for post dilatation of a stent that was implanted. During first inflation, the balloon could not be inflated fully to 10 atm. Another voyager nc was then used to post-dilatate the same deployed stent. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and inflation lumen. The balloon was loosely folded. There was a kink in the hypotube 52.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to locate the rupture. There was a longitudinal rupture, .5 mm in length, over the distal balloon marker. There were multiple longitudinal scratches at the distal end of the balloon.